Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the system's longevity clinical study that the patient received shock and extracardiac stimulation on the left ventricular lead. The lead polarity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.